Event description:
Reporter has informed us of an event that the leakage through the cuff after 2 hours use. The product was tested before use and orally inserted into the pt at ER. The pt was moved into ccu. The cuff was confirmed to have inflated at this point. Severe body motion and bucking were observed on the pt. Musculax was used. Two hours later, a low pressure alarm occurred after suctioning. Cuff pressure was examined and leakage through the cuff was found. The tube was replaced with another new one. No adverse outcome reported. Event occurred at another country's hospital.